Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a middle cerebral artery (mca) aneurysm, the embolization coil detached. Attempts were made to retrieve the coil with snare devices, but they were unsuccessful. The coil was removed during a planned surgical procedure.